Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a torn capsule with vitreous and some lens material loss in a patient's right eye during a laser assisted cataract procedure. This was noted while in the operating room after the laser portion had been completed. A vitrectomy was performed and a different intraocular lens was implanted. Upon follow up, a company representative reviewed laser images with the doctor. The doctor agreed on a user error but initially suspected a laser error.

Manufacturer narrative:
A clinical applications specialist reviewed the laser images with the surgeon and both agreed that user error caused the reported event. Additionally, a company representative visited the site to evaluate the system and the system met specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to user error. The manufacturer internal reference number is: (B)(4).